Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked case at the display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 38 mg/dl at the time of the incident. The customer was at 103 mg/dl at the time of the call. The customer experienced symptoms such as loss of balance and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also mentioned that the pump had physical damage after the customer fell. Customer states the sensor didn't alarm to warn them that they were going low. The insulin pump will be returned for analysis.